Manufacturer narrative:
A supplemental MDR is being submitted to report a related report number. Sections g6, h2, and h10 have been updated.

Event description:
It was reported by the field clinical specialist (fcs) that during a transfemoral tavr with a 26mm sapien 3 ultra resilia valve, the delivery balloon on the 26mm commander delivery (ds) system ruptured during inflation when it contacted the calcified sinotubular junction (stj). The balloon did not get to full expansion before it ruptured so the valve was under-expanded. The ds and 14fr esheath + were removed as one system and replaced with a new sheath. When the system was removed, they found the sheath to be kinked and punctured. They post dilated the valve two times with a 24mm true balloon and the valve appeared well expanded. There was no paravalvular leak, and the surface echo mean gradient was 7. The patient is in stable condition. The valve was successfully implanted. Per imaging review by an edwards engineer there was no liner visible at distal sheath shaft, suggestive of circumferential liner delamination; burst balloon lodged within distal sheath and kink noted on the shaft around the same region. The 3mensio showed calcification in the sinotubular junction. The images showed the delivery system partially withdrawn into sheath, with balloon bunching and liner delamination near sheath distal tip, and with sheath kink just proximal. Radial and longitudinal balloon burst, no missing pieces observed.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections g6, h2, h6: type of investigation, investigation findings, investigation conclusions and conclusions in this section have been updated. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode is not required at this time. The device was returned for evaluation. The 26mm commander was returned with the 14fr esheath+ fully inserted over the flex shaft. The loader cap was over the flex shaft. The balloon was burst radially and longitudinally, there were no missing balloon pieces, there was a kink observed in between the default and warning markers likely due to packaging. The instructions for use (IFU), and training manuals have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Images were provided and evaluated by an edwards imager; balloon appears to have a radial and longitudinal burst. There was calcification in patient landing zone. Through extensive complaint investigations, balloon burst events during valve deployment have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause of these events has historically been due to calcification in the landing zone or over-inflation of the balloon. The complaint for balloon burst was confirmed based on the returned product evaluation. Available information suggests that patient factors (calcification) likely contributed to the event as the customer reported that the patient had a ''calcified stj''. Also, 3mensio showed calcification was present in landing zone. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.